Event description:
A pt reported inaccurate erratic results with a fasttake meter. In one comparison, pt's blood glucose was 67mg/dl on ft meter versus 132mg/dl on emergency medical tech's meter. In a second comparison, pt's blood glucose was 211mg/dl on ft meter versus 150 on physician's meter. No serious injury was reported. No additional info available.